Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response button) has been confirmed. Upon investigation, the front response button was non-functional. The cause for the defective response button was a creased response button cable. The root cause for the creased cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had non-functional response buttons.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problems (failed incoming functionality testing, non-functional response button) have been confirmed. As received, the monitor failed incoming functionality testing. Upon investigation, the front response button was non-functional and the belt receptacle was damaged. The cause for the defective response button was a creased response button cable. The root cause for the creased cable could not be positively identified. The cause of the test failure was the damaged belt receptacle. The root cause of the damaged belt receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing and had non-functional response buttons.